Event description:
It was reported prior to using the bd sharps coll aus 1.4l yellow that the temporary lids would not close easily and would not stay closed following deposit of sharps matter. The following information was provided by the initial reporter: new product for customer. Customer was reviewing temporary closure feature in 2 x unused sharps collectors for clinical fit before distributing to her community based laboratory clinicians. When reviewing customer had to use all of her body weight to close the lids on both collectors & immediately the lids lifted back off. Customer says she followed the provided directions on lid securement. Customer complaining that temporary lids should be easier to close & stay closed following deposit of sharps matter.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using the bd sharps coll aus 1.4l yellow that the temporary lids would not close easily and would not stay closed following deposit of sharps matter. The following information was provided by the initial reporter: new product for customer. Customer was reviewing temporary closure feature in 2 x unused sharps collectors for clinical fit before distributing to her community based laboratory clinicians. When reviewing customer had to use all of her body weight to close the lids on both collectors & immediately the lids lifted back off. Customer says she followed the provided directions on lid securement. Customer complaining that temporary lids should be easier to close & stay closed following deposit of sharps matter.

Manufacturer narrative:
Two samples were returned from the customer and testing was performed for failure mode observation. This is new product for customer where customer was reviewing temporary closure feature in 2 unused sharps collectors for clinical fit before distributing to her community based laboratory clinicians. When reviewing customer had to use all of her body weight to close the lids on both collectors & immediately the lids lifted back off. Customer says she followed the provided directions on lid securement. Customer complaining that temporary lids should be easier to close & stay closed following deposit of sharps matter abnormalities could be observed . According to the DHR review process, no ncr's were raised during the production of this lot . All testing was within specifications . Investigation: reviewed device history and saw no issues recorded during aql checks of lids not closing. This production is from december 2020. Immediate action taken and notified all personal of complaint through quality alert posting. Corrective action: reviewed complaint with quality auditors, shift supervisors and leads for lids not closing. Preventive action: during the next production run of these parts, a spot check by in-process quality inspectors will be conducted for issues with the lids closing and staying closed. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.